Event description:
"The customer reported via the sales rep that during a procedure when the packaging was opened it was observed that a thin piece of wire was wrapped around the inner thread of the screw and further reported that the outer and the inner packaging was found to be intact. It was further reported that the procedure was completed with another screw with no adverse consequences to the patient."

Manufacturer narrative:
Additional information has been requested, and if available, it will be submitted in the supplemental report.